Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The caller followed instructions to remove the cartridge and deliver a bolus, which completed successfully. Upon attempting to reload the cartridge, the same error occurred, but after changing the ifs tubing and filling it, the caller was able to successfully resume insulin therapy.